Event description:
Physician reported right side deflation, droopy, and discomfort. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event (a050401 - fluid/blood). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
The device has been unilaterally explanted and replaced.

Event description:
Physician later reported valve cap partially torn and not in valve.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe as it is not related to the device. ¿ visibility/palpability: unable to observe as it is not related to the device. ¿ valve leak and/or damage: observed total delamination in the plug strap disk shell and partial delamination in the valve assessed as adhesive failure. ¿ deflation: observed an opening assessed as surgical damage. As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.